Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the end of a coronary angioplasty from right common femoral artery. The involved angio-seal device went into the insertion sheath and clicks were heard. The device and sheath were not able to be pulled back from the access site. The device was cut below the sheath cap and the packing tube and carrier tube were removed, and manual compression was used to provide hemostasis. The patient had a pulse in the foot and stable at the end of the procedure. The patient condition was stable. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 10april2020: the sheath size used during the procedure was a 6 french cordis sheath. There no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. Also, another interventional sheath was returned. The carrier tube (device cap) was returned mated with the hub of the hemostasis sheath. Hemostasis sheath was cut through into two pieces just below the sheath hub. Carrier tube, tamper tube, arteriotomy locator, suture and part of the collagen were returned as well. Visual inspection revealed that there was blood-like substance was found all over the device. The carrier tube assembly and the hemostasis sheath were mated properly. The deployment sleeve was in the rear lock position with the color bands fully exposed. There was a cut identified below the sheath hub through the carrier tube. Suture was returned and both ends appeared to be cut with a sharp object. The anchor was not returned for analysis, but the collagen was returned. The hub of the carrier tube assembly was dissembled, the tensioner was removed manually, and several turns of the suture were present within the suture wind disk. No gross anomalies were noted with the tensioner plug. For functional testing, a pair of tweezers was used to pull on the suture and the suture was able to unspool without any resistance. No functional anomalies were noted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be determined based on the available information.